Manufacturer narrative:
Per the clinic, the device aws explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery. The patient will continue routine clinical management by their healthcare provider. This report is submitted september 10, 2019.

Manufacturer narrative:
This report is submitted on august 12, 2019.

Event description:
Per the clinic, the recipient experienced intermittencies with the device use. Replacement of externals did not resolved the problem. Testing and troubleshooting of the internal device indicated a device failure. Surgeon is planning to explant the device and reimplant the recipient.